Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device and verified the reported issue. After replacing the 3 lead ECG cable, proper device operation through functional and performance testing was observed. The device was then returned to service. The device was not returned to physio-control for an evaluation.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that while performing the therapy delivered energy and synchronous cardioversion testing, the device was showing r-wave sync marker placement at 62 milliseconds. Physio-control concluded that a sync delay exceeding 60 milliseconds may deliver the energy on the t-wave which could cause a patient to go into ventricular fibrillation.  There was no patient use associated with the reported event.